Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. Customer also stated insulin was squirting out during a manual prime. The customer reported the drive support cap did not appear to be damage on the insulin pump. Customer did not press on the cap while connected. Customer's blood glucose was 140 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.